Event description:
It was reported during coronary artery bypass surgery the ultrawand device was primed and saline was opened to full for wand ablation. The device was placed between the left inferior pulmonary vein and the mitral annulus. The user placed two fingers on both outer edges of the ultrawand device to secure proper placement of the mitral connecting line. A loud pop sound was heard from the wand and a hole was noted in right ventricle. The surgeon stopped the wand ablation and repaired the ventricle with silk sutures. The pt went on bypass immediately and is reportedly stable.

Manufacturer narrative:
The device was not returned for evaluation so a detailed analysis could not be performed. Review of the device history record confirmed this device met mfg requirements prior to shipment. The IFU states that only enough pressure should be applied to achieve solid contact. The IFU also indicates a saline flow rate of 120ml/hour controlled by an IV pump during ablation. Saline flow rates (gravity saline instead of IV pump) and excessive pressure applied by the user to achieve solid contact, may have contributed to over heating of the tissue in this event. The user was mentored on the use of the ultrawand by dr. (B)(6), who attended an (B)(4) inservice that highlighted the (B)(4) instructions for use on (B)(6) 2009. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial rptr provided the info to the MFR: (B)(6) 2010.